Event description:
Event description guidant received information that this implantable ventricular lead was capped due to suspected fracture. It was replaced with another guidant product. Approximately three months later the patient became septic, and the entire device and lead system was explanted at that time, and replaced with guidant products. The patient has subsequently passed away, and several of the explanted products were returned to guidant, however the lead in question was not returned.